Event description:
It was reported that the x-ray shield had shattered and needs to be replaced. Additional information was received that reported "when the technologist came back into the room the shield was broken." No injury reported. The onsite biomedical engineer will be handling the order and replacement of the glass shield.